Event description:
A falsely depressed ctni result of 0 .01 ng/ml was obtained on a patient sample. The first result of the ctni test was 0 . 7 ng/ml. The panic rerun feature repeated the test automatically and a result of 0 .01 ng/ml was obtained. The sample was taken to a second instrument and results of 0.77 and 0 .82 ng/ml were obtained. The sample was repeated on the first instrument, results were 0 .66 ad 0 .68 ng/ml which were reported. The falsely depressed ctni result was not reported to the physician. Patient treatment was not prescribed or altered as a result of the falsely depressed ctni result and there was no report of adverse health consequences to the patient as a result of the falsely depressed ctni. The laboratorian failed to follow the operator's manual instructions by using a small sample container as a primary tube and not following the manufacturer's recommendation for collection tube spin time.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument filter data did not indicate a device failure. User error: incorrect use of sample cups and incorrect centrifugation times of samples. The laboratorian ran the sample in a small sample container (ssc), but ran it as primary tube. This deviates from the operator's manual which states: "you must ensure that, prior to processing a sample cup, sufficient sample is present in the cup to allow for any possible automatic rerun of test from that cup." In addition, dade behring dimension ctni instructions for use, specimen collection, indicates the following: "each laboratory should determine the acceptability of its own blood collection tubes and serum separation products. Variation on these products may exist between manufacturers and, at times, from lot to lot." Centrifugation time of samples deviates from established nccls h18-a2 requirements.